Event description:
It was reported that due to severe hearing loss not related to the device, the patient lacked benefit and asked the surgeon to be explanted. The patient was explanted in 2006.

Manufacturer narrative:
The device has been explanted and should be returned to co for evaluation. When available, a device analysis will be submitted as a follow-up report.